Event description:
It was reported a patient underwent left total hip arthroplasty on (B)(6) 2005. Subsequently, the patient was revised on (B)(6) 2010 due to pain and aseptic loosening of the acetabular component.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4. Loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity.